Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). It was reported that they are not able to charge the implant. Patient said they only had the implant for a couple of days and now the battery is dead and won't take a charge. Patient confirmed there is no damage to the pins on the recharger or controller. Patient also mentioned they have had 3 brain surgeries this past year and 12 weeks in the hospital. Patient service specialist walked patient through removing the battery pack and plugging controller into the ac power cord; patient confirmed controller powers on. Patient inserted the battery pack and confirmed controller is 100% and implant is low. Patient then connected recharging antenna and reported checking recharge quality. Patient (pt) unplugged and reconnected the recharging cable and reported recharging excellent. After a few minutes, the screen went blank and patient was unable to charge. Pt advised to attempt a charge session and the patient was seeing recharging but without showing good/excellent. The issue was not resolved through troubleshooting. An email was sent to the repair department to replace the device. Agent se nt request to repair for recharger (rtm). Agent reviewed could be possible swelling as pt was seeing recharging but without the status showing good/excellent and reviewed the sweet spot and advised to put the thicker part of the rtm over the ins, pt mentioned hard to feel where the ins is.

Manufacturer narrative:
Continuation of d10: product ID 97755-s serial# (B)(6) product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #: (B)(6). B3: event date is date valid h3: analysis found controller wont power on when recharger is plugged in. No anomalies were visually observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.